Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor would not power on. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. Additionally, the u612 inverting charge pump on the computer/analog pca was defective. The root cause for the shorted c1 capacitor could not be positively identified. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to power on.